Event description:
It was reported that during a #3 on top tooth removal procedure, the doctor changed his mind and wanted a different bur. The doctor changed the bur before the tech could rescrub in and assist in changing the blur. The tech reported the bur appeared to be loaded correctly. The doctor began drilling, all of a sudden the bur got caught on the sponge that was sitting on the patient's tongue and the sponge went flying; the tip of the bur broke off into the patient's mouth, and the bur bent over. The patient had a laceration on their top and bottom lip, no stitches were required. The patient was given some samples of an antibiotic ointment, bacitracin.

Manufacturer narrative:
As of 08/18/2009, the bur guard has not been returned for evaluation. No conclusion can be drawn.